Event description:
Reportedly, during pt use, the unit could not be calibrated. There was no medical intervention or adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info ws not provided.